Event description:
It was reported the customer was experiencing fluctuating high blood glucose. Customer stated there blood glucose would fluctuate from 22 mmol/l to 3.2 mmol/l. The customer stated they had treated their blood glucose with a bolus and an infusion set change. Troubleshooting for the insulin pump also revealed the customer had air bubbles in the middle of their tubing. Customer stated the air bubbles were small in size. The customer was able to resolve the air bubbles out with a prime. Troubleshooting also found the customer had a no delivery alarm in their alarm history. Customer will be sent a tubing clamp to finish troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.